Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 65-year-old male patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring a pericardiocentesis. It was reported that during an afib case, a cardiac tamponade was noticed. The biosense webster inc. (Bwi) representative reported there was a decrease in blood pressure on the patient. The pericardial effusion (pe) was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 120ml of fluid was removed. The patient was reported to be in stable condition. The physician thought the cardiac tamponade may have been caused by the patient¿s anatomy since the vein and the appendage were so close. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The adverse event was discovered during use of biosense webster products. Intervention provided was a pericardiocentesis. The patient fully recovered (no residual effects). The patient did not require extended hospitalization. Transseptal puncture was performed using a brk needle. Ablation was performed prior to noting the pe or CT. There was no evidence of a steam pop. Generator used was a smartablate g4c-3269.